Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has affected hearing performance with their right side device. The user will be seen on the (B)(6) 2022.

Event description:
The user has affected hearing performance with their right side device. Re-implantation is considered and will be performed when the user is ready for surgery.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. A device investigation is necessary to confirm a root cause of failure. Re-implantation is considered but no date has been scheduled yet.